Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis in good condition. The event log was checked, and the pump was ran in user mode. The reported issue could not be duplicated; however, the unit will be run through preventative maintenance to help resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump alarmed that the disposable is not attached .it was also reported that there was no patient involvement.